Event description:
Literature was reviewed regarding ¿globus pallidus internus versus subthalamic nucleus deep brain stimulation for meige syndrome: a retrospective study on short- and long-term efficacy.¿ multiple manufacturers¿ devices were implanted in the study population. The following medtronic devices were used: 3389 electrodes. One death occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the death. Among all patients, adverse events included: one patient experienced an intracranial electrode infection five years after surgery, necessitating electrode removal. Three patients developed chest wall infections requiring temporary stimulator removal, with resolution achieved following surgical debridement and device reimplantation. One patient had an intracranial hemorrhage following implant surgery and was discharged after treatment. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: activa; product ID: 3389 (lot: unknown); product type: 0200-lead; brand name: implantable neurostimulator; product ID: neu_ins_stimulator (lot: unknown); product type: 0197-implantable neurostimulator; brand name: implantable neurostimulator; product ID: neu_ins_stimulator (lot: unknown); product type: 0197-implantable neurostimulator; citation: wu, g., weng, j.-c., liu, m., shao, x., yu, y., tian, h.. Globus pallidus internus versus subthalamic nucleus deep brain stimulation for meige syndrome: a retrospective study on short- and long-term efficacy. Journal of neurosurgery 2026. Doi: 10.3171/2025.9. Jns251420 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.